Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility's healthcare professional reported to baxter (B)(4) of a cyto luer set in which the healthcare professional found the injection valve of the cyto luer partially broken off. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.